Event description:
It was reported that "during a hysteroscopy, the forceps disintegrated after being inserted into the sheath, and a fragment of the forceps subsequently fell into the uterine cavity. Other forceps were used to extract the broken fragment. The user suggests the forceps were defective. The procedure was extended by 30 minutes - that's how long it took to remove the rivet". No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).